Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, at approximately 9:00 pm, the patient just finished supper. Her cgm was reading 7.0 mmol/l, but shortly she noticed that it decreased to 5.0 mmol/l, 1.9 mmol/l, then 2.4 mmol/l. She did her own fingerstick reading and it showed 8.3 mmol/l. Suddenly, the patient started shaking, vomiting and eventually lost consciousness/passed out. Her daughter provided her with food and orange juice based on the cgm reading, but the patient kept vomiting. The daughter called for an ambulance which arrived shortly. The paramedics took a bg reading which was 13.9 mmol/l and the cgm displayed "low". The patient started regaining consciousness at that point and started vomiting again so the paramedics decided to take her to the hospital. At the hospital the patient was still disoriented and couldn't converse properly. They took her vitals and did a fingerstick, patient¿s bg was 13.9 mmol/l while her cgm was 8.0 mmol/l. The patient was starting to feel better. She mentioned there was no treatment performed at the hospital and she was just observed until being sent home at 1:00am the next morning (less then 24 hours). At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, c, d zone of the parkes error grid. No additional patient or event information is available.